Manufacturer narrative:
Name medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219 patient city: (B)(6) patient country: puerto rico based on the available information, this event is deemed to be a serious injury. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced a hyperglycemic episode on (B)(6)2026, which was successfully managed with self-administered insulin manually, resulting in stable blood glucose levels with no reported complications.